Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer got stuck when opening. A field service engineer removed the inspected slide rails, found both to be in good condition, adjusted the inside rails of the med station, and manually tested the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the drawer was not opening while dispensing the medication, user had to be pulled manually to open. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.